Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports that field sample inspection revealed that the needle hub was cracked causing leakage. When the health care practitioner was pushing the plunger, the product was leaking via needle treads. Possible lot number 513167x or 515956x or 431620x..

Manufacturer narrative:
There was one sample (needle only, hub cavity ID (B)(6), no packaging) submitted with this complaint. The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed however the exact root cause could not be determined based on available information. The most likely root cause to be due to over-torquing the needle onto a more rigid coc syringe during the assembly process by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and were released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It¿s recommended the user consults the instructions for use for guidance when attaching the device.